Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Additionally it was reported that the wake button was hard to press. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.